Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Rotational sensor malfunctions were observed. First prime ended pre-maturely lasting 21 pulses. After 31 total pulses the needle mechanism did not deploy and the pod was deactivated. A rerun was conducted and the pod ran into an alarm indicating rotational sensor minimum pulses between safety sensor trans. Rotational sensor malfunctions were replicated. Upon inspection of the commutator cap, evidence of contamination was observed, which is confirmed as the root cause of the rotational sensor malfunctions and subsequent needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.1 smartphone hardware: iphone15.4 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy at pod activation.